Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 10.43ng/ml was obtained. The result was reported out of the lab. On the same day, a fresh sample was collected from the patient and tested for acu tni; the result was 0.05ng/ml. The customer then re-tested both samples for accu tni and obtained two (2) results of 0.05ng/ml. In addition, both samples were tested for accu tni on a different instrument in the customers lab and result of 0.05ng/ml was obtained for each sample. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications before and after the event. System check performed on 01/09/07 passed. The samples were collected in bd, lithium heparin tubes. The specimens were sampled from primary tubes. No other results or assays were in question at the time of this event. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse replaced cracked precision pump and wash valve rotor. The fse performed diagnostic and accu tni precision testing; all results passed with specifications. The fse verified the instrument peformance per established procedures. Hardware issue addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.